Event description:
A customer reported a cartridge change error with their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Customer service instructed the caller to inspect and clean the cartridge and pneumatic tap areas and ensure that the cartridge was fully attached. Once these steps were followed, and the issue with the tubing was addressed, the customer successfully completed the load process and resumed insulin delivery.